Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code displayed and cut on the cable. A root cause could not be identified. Based on the results of the investigation, it is likely the internal water damage was due to a cut on the cable. Based on the results of the investigation, and since the error message was not recreated, a probable cause for the malfunction reported by the biomedical equipment technician could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had internal water damage. The issue occurred during preparation for use before an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had internal water damage. The issue occurred during preparation for use before an unspecified procedure. There were no reports of patient harm.